Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a perineal operation on (B)(6) 2010 and suture was used. Twenty days after the surgery, redness at the perineum area or swelling was observed during f/u exam. The pt said the symptoms occurred 4-7 days after the surgery. Additional info was requested.